Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event, as no event date was reported. Block h6: imdrf device code a0501 captures the reportable event of coil detachment of device, inside the patient. Imdrf f23 captures the reportable event of unexpected medical intervention.

Event description:
It was reported that during the ureteroscopy procedure, the end of the of stent did not coil in the kidney and fell out of the kidney as a result. Procedure was completed using another percuflex plus ureteral stent with no issues. There were no patient complications reported.